Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "patient has implants and was very happy with them, unfortunately 'they are coming out next week', 'really sick' and won't get replacements 'due to health reasons', 'the doctor found out the implants had ruptured and therefore they will be removed next week'." Healthcare professional reported left side "us confirmed intracapsular rupture of left implant". This is for the left side. The device has been explanted.